Manufacturer narrative:
They were instructed to repeat the linearity study but it is unknown based upon the event details if the issue persisted. Field service was not dispatched. There was no further action required. The probable cause of the event was could not be determined. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported that they performed a beta hcg linearity study on the a1a360 and were obtaining high level 3 recoveries at 85%. The reported issue with their aia-360 instrument has the potential of a delay in reporting patient results for beta hcg assays. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.